Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was having difficulty with magnet placement and they perceived that they were being shocked. Technical services (ts) recommended using copious amounts of tape to secure it and recommended health care professional (hcp) follow-up for further assistance. This device remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that this device was turned off due to the patient being in hospice per the physician's orders. This device remains in service. No adverse patient effects were reported. Additionally, this device was received after explant with no additional allegations. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was having difficulty with magnet placement and they perceived that they were being shocked. Technical services (ts) recommended using copious amounts of tape to secure it and recommended health care professional (hcp) follow-up for further assistance. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was having difficulty with magnet placement and they perceived that they were being shocked. Technical services (ts) recommended using copious amounts of tape to secure it and recommended health care professional (hcp) follow-up for further assistance. This device remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that this device was turned off due to the patient being in hospice per the physician's orders. This device remains in service. No adverse patient effects were reported.